Manufacturer narrative:
Concomitant product: 305u225 tissue valve, implanted: (B)(6) 2011.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing chest pain. Far field r-wave (ffrw) sensing from the right atrial (ra) lead was noted on stored atrial tachycardia/atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.